Manufacturer narrative:
(B)(4). The customer reported to have replaced the back up power supply. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated a series of battery error messages. The ventilator was not in use on a patient at the time the event occurred.